Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump stopped insulin delivery. It was reported that after the insulin delivery issue was detected, the cartridge plunger could not be removed from the cartridge compartment with a cartridge change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 05/07/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. Data relevant to the complaint was overwritten due to continued pump use. No debris was observed within the cartridge compartment. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. No defect was found to the printed circuit board. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.